Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Event description:
A registered nurse (rn) contacted global technical service (gts) regarding a high drain 102/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) during use, during drain 2. The technical service representative (tsr) explained the display and reviewed the therapy log. The initial drain volume was equal to 1234ml, the last fill volume was equal to 1199ml, the total fill volume was equal to 4842ml, the total drain volume was equal to 7136ml, the average dwell time was equal to two hours and eighteen minutes, the average drain time was equal to thirty minutes, the total ultrafiltration (uf) was equal to 2293ml, the cycle 4 uf was equal to 476ml, the cycle 3 uf was equal to -375ml, the cycle 2 uf was equal to 2270ml, and the cycle 1 uf was equal to -78ml. There was one bypass and no manual drains. The therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the total volume was set to 6000ml, the total time was set to twelve hours, the fill volume was set to 1200ml, the last fill volume was set to 1200ml, and the dextrose was set to different. The tsr explained the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The registered nurse (rn) sent product surveillance (ps) an email on (B)(6) 2012 in response to the attempts to follow up regarding the event. The nurse reported that she was notified of the event. She reported that there was no patient injury or medical intervention necessary. The nurse reported that the patient had no further drain issues or symptoms of an overfill. She reported the patient is currently doing hemodialysis for other reasons not related to peritoneal dialysis. No further information was provided.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.